Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain and causalgia complex regulatory pain syndrome. It was reported that the patient had an elective replacement indicator (eri) message and is having their implantable neurostimulator (ins) device replaced the day of the report. The patient is also experiencing impedance issues that are greater than 10000 for electrodes 4 through 7, 13, and 14.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.